Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. While the complaint device was reported to have been a depuy synthes mitek device, no product code or product name was reported. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should any additional information be received at some point in time in the future, this file will be reopened at that time to document the information and file a follow-up report.

Event description:
The following information was received by depuy synthes mitek's regulatory affairs department on (B)(6) 2015 via a maude report ((B)(4)); patient had a depuy mitek interference screw placed 10 months ago to their right knee and subsequently this knee has significant bulging. The surgeon scheduled the patient for surgery and upon incision found the screw easily and retrieved it with forceps. Cultures were performed. No additional information was provided. The following additional information was received on (B)(4) 2015 after follow-up with the facility by depuy synthes mitek: the customer reported that after a hamstring autograft, a re-surgery was performed where pieces of the implant were removed. The location of the screw was in the tibial tunnel. The customer reported that the patient has some laxity in their knee. The culture results were unknown. No more information was provided.